Event description:
It was reported that during a laparoscopic colorectal procedure, the device appeared to be 'lazy' in that it wasn't delivering the usual speed of cutting, both in min and max it appeared slower than usual, the hand piece ((B)(4)) was replaced with another but the problem persisted. The surgeon continued but after a smell of burning and charring effect to the tissue around a vessel he stopped using the device, as it did not appear to be cutting the tissue or coagulating effectively, therefore, management of vascular tissue was compromised leading to an unexpected bleed and therefore the case was converted to open from laparoscopic to facilitate management of the bleed. The condition of the patient immediately following the event was stable.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 16 mg/dl and 69 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received info that one day post implant this lead dislodged. A successful repositioning was completed and the lead remains implanted. To date, there have been no adverse pt effects reported. At this time the product remains in service. If additional info becomes available this event will be updated as necessary.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. Additional information: the power levels were not changed by the surgeon and remained at 3 and 5 (min and max respectively). No troubleshooting was performed other than re-connecting the (B)(4) to the original (B)(4) but the problem persisted, the second (B)(4) was connected. The surgeon converted to open because a bleed occurred, possibly from an ileocolic vessel. Unknown how bleeding was managed. According to the surgeon the device was apparently cutting tissue but did not appear to be as effective as usual, his description was 'lazy'.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with the generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.